Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The correct reportable aware date is (B)(6) 2016. A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occuring prior to this date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead procedure, unrelated to the device, the device was electively replaced due to advisory. The patient condition was stable.